Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d9: yes, return date: 05-apr-21 h3: yes dev rtn to MFR? Yes h4: mfg date: 05-apr-21 product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. The delivery system outer shaft was kinked/buckled. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted a partial delivery system was returned without the device. An introducer was returned with the delivery system. The device was returned lodged in the seal housing of a micra introducer that was returned with the delivery system. The outer shaft is kink/buckled at 5.5 cm and 15.5 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. Articulation could not be performed as the device was not affixed with tether and the tether was cut. Deployment could not be performed as the device was not affixed to the tether and the tether was cut. The tether outer braiding was pulled back from the inner core of the tether. The inner core of the tether was torn. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: d1: micra, model #: mc1vr01-delsys / expiration date: 14-mar-2022 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No, mfg date: 29-sep-2020 h5: yes, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) terrible r-waves and high thresholds were observed in multiple sites, and difficulty was met when flossing the tether with it becoming stuck in the delivery system with one side going into the delivery system. The physician attempted to recapture the leadless ipg into the cup but was unable to do so. The tether eventually became loose after a few tugs but the leadless ipg was already not anchored. The leadless ipg was not used and a transvenous system will be implanted. No patient complications have been reported as a result of this event.